Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the pump head of the xlung kit 230 was making noises, and the propeller was spinning abnormally during priming for extracorporeal membrane oxygenation support. There was no patient involvement. The pump head component of the kit was available for product investigation and received by xenios.

Manufacturer narrative:
Additional information: b5, h3 plant investigation: nonconformity was not observed during the manufacturing process. No similar complaint has been reported about this batch number. The complaint sample was received for product evaluation. Upon product investigation, it was determined that the ceramic ball that stabilizes the rotor had melted. The most probable root cause for the melted ceramic ball could be remaining air in the rotor area due to inadequate priming of the circuit by the user. The complaint was recorded statistically. If monitoring reveals an adverse trend, further investigation will be carried out.

Event description:
A user facility reported that the pump head of the xlung kit 230 was making noises, and the propeller was spinning abnormally during priming for extracorporeal membrane oxygenation support. There was no patient involvement. The pump head component of the kit was available for product investigation and received by xenios.